Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services reviewed and found false ventricular episodes of t wave oversensing resulting in inappropriate shock and anti-tachycardia pacing (atp) therapy. Additionally, there was a spike in right ventricular (rv) pacing lead impedances that went from 600 ohms to 1316 ohms and rv thresholds have increased to greater than 5v. The hcp will contact the patient for further troubleshooting. Subsequently, the rv lead was explanted and replaced successfully, and the device remains in service. No additional adverse patient effects were reported.